Manufacturer narrative:
(B)(4). The sample not available and the lot number is unknown. During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to use error - air being sucked into the disposable because there was an open clamp on unused supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the nurse on (B)(4) 2011 regarding the system error 2240 alarm. According to the nurse, she was not aware of the alarm as the patient recently transferred from another clinic. The nurse stated that she will see the patient next week and will remind her of the user error and explain proper procedures. No patient injury or medical intervention was reported. No further information is available.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during initial drain. The home patient (hp) was in initial drain. The hp stated that she was connected and there was an open clamp on an unused line. The baxter technical service representative (tsr) had the hp cycle power to get se 2367 and then again to clear the alarm and explain that she will need to set up with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.